Event description:
The user facility reported a kink in the angio-seal device. The white inner piece would not go through the sheath during preparation, before use on the patient. No patient harm occurred. No equipment or other devices were used with the above product. Additional information was received on january 16, 2025: the incident was discovered upon opening the package. The department did not open another package and instead used manual compression. The white hemostasis valve was completely flat at the tip (2-3 mm).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiographer. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included header bag, guidewire, carrier tube, sheath and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and locator were returned fully mated and a kink was noted along the sheath. The carrier tube was returned in the forward lock position. No other damage or issues with the device were identified. Based on the available information and condition the sample was returned in; the complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained to the device due to off axis loading during insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).